Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (date not reported) and the patient was re-implanted with another cochlear device during the same surgery.